Event description:
Performing open prostatectomy case. Surgeon uses ligasure impact tissue fusion open instrument on tissue. Blade does not open after firing. Second ligasure impact opened and used above locked instrument site. Locked instrument removed and saved with packing for vendor examination.